Event description:
It was reported that the control console on the 2800 system was inoperative. Als the collimator interface needs to be replaced and there was a filmer error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator interface was replaced and the collimator adjusted. The power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.